Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted, specify : no". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergy rash/skin condition"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems: bladder infection"), vaginal discharge ("bladder/urinary problems:vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), migraine ("migraine headaches") and abdominal pain ("pelvic/ abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, nausea, migraine and abdominal pain had resolved and the dermatitis allergic, psychological trauma, cystitis and vaginal discharge outcome was unknown. The reporter considered abdominal pain, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, migraine, nausea, pelvic pain, psychological trauma and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events added: "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, rash/skin condition, bladder/urinary problems: bladder infection, vaginal discharge, fatigue, gi conditions, nausea, migraines headaches". Outcome of events, "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, fatigue, gi conditions, nausea, migraines headaches " were changed to "recovered/resolved". Patient's demographics were added. Patient's information was updated. Product indication updated. Essure removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.